Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# v132262, product type: lead. Product ID: 3487a-56, lot# v132262, product type: lead. Product ID: 3888-56, lot# v133823, product type: lead. Product ID: 3888-56, lot# v133823, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for cervical/neck issues and post laminectomy pain. The hcp stated that the patient came to them because their ins never worked for them. The hcp took an x-ray of the system which showed that the leads were pulled out of the epidural space if that is where they were implanted originally. The hcp was planning to explant the system. The hcp would page a manufacture representative (rep). No further complications were reported/are anticipated.